Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was in overdischarge because they failed to recharge. The rep performed a physician mode reset (pmr) but it did not resolve the issue. No symptoms were reported. Additional information was received from a manufacture representative (rep) on 2018-jan-30. The patient¿s last successful recharge was at least 6 months ago so there was an alleged overdischarge. The rep performed a physician mode reset (pmr) and have been successfully charging with 6-8 coupling bars for the last 1.5 hours. The recharger showed that the ins was 50% charged so they attempted to interrogate with the physician programmer but it indicated that the ins was overdischarged. They tried a couple times to interrogate but were not able to enter a session so they used the recharger again which showed it was charging the first quartile. The rep inquired as to why the deice would not be more charged after essentially 3 hours of charging between the pmr and successfully charging for 1.5 hours. Technical services reviewed that information regarding overdischarges and reviewed that the rep should continue charging before attempting to read with the physician programmer again. Additional information was received from a manufacturer representative. It was reported that the ins never came out of overdischarge, but the patient was able to charge it up to 50%. The manufacturer representative was unsure if there was any battery damage. It was reported that the patient had the battery replaced and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins was explanted on (B)(6) 2018 and it would not be returned as it was discarded. No further complications are anticipated.